Manufacturer narrative:
The involved unit was overdue for the drive replacement and overhaul. The customer reported that the required parts have been ordered for the repair. Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that the 3100b high frequency oscillating ventilator's piston stopped while in-use on a patient. The "oscillator stopped" light went on and the unit alarmed appropriately. They were unable to restart the ventilator and alternate ventilation was provided by changing out the 3100b with a known working 3100b. The customer stated that there was no patient injury or harm associated with this reported event. After the ventilator was removed from the patient, the unit pressurized and passed calibration. However, after the unit ran for five minutes, the piston stopped again and showed no signs of overheating or inadequate gas source.